Event description:
It was reported that during the initial implant procedure, partial dislodgment of the left ventricle (lv) lead was observed resulting in the inability to utilize multipoint pacing. The lv lead remains implanted and in use. The patient was in stable condition.